Event description:
The teleflex / arrow PICC kits with peel-away sheath component was the product used for PICC line insertion. During insertion the peel-away component hub tab prematurely detached when the practitioner began to peel apart the sheath body from the catheter. The practitioner was able to create a work around to remove the sheath. Teleflex / arrow has issued a voluntary recall for certain lots of products of this device, this specific lot was not included in the recall. The institution is immediately pulling this lot number from use even though it's not included in the manufacturers recall.